Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the past. No changes were made and later in time, the patient had received another inappropriate shock. Review of the device data indicated multiple episodes involving oversensing of noise and well as drops in r-wave amplitude morphology. The shock impedance measurements were observed to be high at 113 ohms, however no values were out of range. An x-ray performed did not show any electrode damage. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.